Manufacturer narrative:
An event of arrhythmia post-procedure was reported. No information from the field was received regarding known risk factors. Based on available information, a root cause for the reported arrhythmia could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. Post-procedure, the patient received a permanent pacemaker implant. It was reported that the physician had anticipated the possibility of a pacemaker implant due to pre-existing conduction disturbances. The patient status was reported as stable.